Event description:
It was reported that the patient was hospitalized due to heart failure. An inappropriate shock was delivered due to noise. Upon checking the ICD, lead failure was noted. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.